Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152706.

Event description:
Voluntary medwatch received states the atrial lead presented with under-sensing. No changes were reported. The patient status was unknown.